Manufacturer narrative:
Product complaint: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On nov 28, 2017: asr medical records received. After review of the medical records for the MDR reportability, it was reported that the patient was revised to address pain and mildly elevated serum cobalt-chromium metal ions. Revision notes reported of extensive corrosion on the neck of the stem, extensive adverse local tissue reaction with significant amount of necrotic tissue and 100-200 cc of clear yellow fluid. MRI reported of fluid collection. There are no laboratory results for metal ions. Doi: (B)(6) 2007 - dor: (B)(6) 2017 (right hip).